Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope bowden cables are worn out. The reported issue was discovered during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was on the air and water tube and cylinder, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that white foreign material was found on the air and water tube as well as the cylinder. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending tube was deformed. It was observed that the coating of the universal cord was peeling. It was also observed that the light guide lens had a crack. It was observed that the suction, air, and water cylinders had no color. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: forceps channel port, switch box, right and left knob, scope connector cover unit, scope connector case unit, up and down knob, plug unit and on the grip. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility, however this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture confirmed reprocessing was conducted in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material was simethicone, as the customer confirmed using this product. However, a definitive root cause of the foreign material in the air/water cylinder and air/water channel could not be identified. The following is included in the IFU: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.